Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not updating on enterprise server, showed as discontinued. A technical support specialist connected to the station and applied knowledge article (ka) procedure for station name change and additional system changes, confirmed that the name change was completed successfully, and the customer also verified that the update was completed without issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient orders were not updating on enterprise server, showed as discontinued. Station needed to be renamed. However, there were no delays or adverse events or injuries reported based on this event.